Event description:
It was reported the patient was standing up for the measurement of body weight and "pacing failure" occurred. It was also reported the pacing stop that occurred suddenly was due to disengagement of the patient cable from the related external pacemaker. Patient cable was plugged into device and pacing was resumed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.